Event description:
The pt experienced withdrawal as evidenced by a metal taste and a tingling sensation in the spine area. The pt experienced increased pain, nausea, vomiting, weakness, and sweating. It was unk if the event was attributed to the device. The pump was possibly failing. The pump has been/will be replaced. The pump delivered a dilaudid concentration of 25 mg/ml and a dose of 4.784 mg/day. It was reported the pt recovered without sequela.

Manufacturer narrative:
(B) (4).